Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06332. It was reported, the patient was not receiving effective stimulation and is going to have her scs system explanted. It was also reported, the patient has not charged her ipg in over six months. The patient also indicated that the scs leads have migrated. Surgical intervention is pending to address the issue.